Manufacturer narrative:
Despite efforts, additional information could not be obtained. This report will be updated should further information be received.

Event description:
Boston scientific received information that this right ventricular (rv) lead and cardiac resynchronization therapy pacemaker (crt-p) exhibited high, but in-range, pace impedance measurements. All other measurements were reported to be stable and within normal limits. An x-ray was performed and found unremarkable. Boston scientific technical services (ts) reviewed device data at the time and noting system function appeared normal. Several months later it was reported that rv pace impedances had intermittently increased further with some out-of-range measurements that resulted in a mode switch from bipolar to unipolar pacing. Some instances of noise were also observed in ventricular tachycardia (vt) events recorded to the device while in unipolar configuration. Ts suggested methods for further evaluation of the lead in addition to options should the physician determine no action is required at this time. No adverse patient effects were reported. This system remains in service.